Event description:
Received notification of a lawsuit from corporate legal counsel. Ees was added to existing litigation as a defendant. Allegations are that the device was utilized and "inadequate firing" resulted. Further, complainant alleges this caused gross perforation of ileum. There is no indication as to whether or not device was saved. Operative report is attached and states "gia55" stapler was utilized. In addition, a copy of the "procedure usage record" is attached which reflects the "proximate access 55 articulating linear stapler".